Event description:
The event is reported as: the customer reports that there is a crack on the housing of the device.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record review was conducted and showed that all manufacturing processes were executed according to standard manufacturing procedure. There was no indication of quality inadequacy related to the complaint.